Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 21752285 / 21680422.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and will not be returned. The patient was doing well post-operatively.